Event description:
The patient was implanted with scs system on (B)(6) 2008. It was reported that the patient was having difficulty charging the ipg. The ipg charger was unable to locate the ipg. The patient had lost (B)(6) since the ipg implant. The device is still in use. A pacer kit was sent to the patient. No patient complications were reported as a result of this event. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.